Manufacturer narrative:
Article citation: ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicentre, randomised, controlled trial¿ by rieky e g dikmans, vera l negenborn, mark-bram bouman, hay a h winters, jos w r twisk, p quinten ruhé, marc a m mureau, jan maerten smit, stefania tuinder, yassir eltahir, nicole a posch, josephina m van steveninck-barends, marleen a meesters-caberg, rené r w j van der hulst, marco j p f ritt, margriet g mullender, published in the lancet oncology online on 12/21/2016. It is not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reported event is addressed in device labeling: ¿necrosis may inhibit wound healing and require surgical correction and/or explantation. Permanent scar deformity may occur as a result of necrosis. Placement, expansion and pressure of the remote injection site (in the natrelle 150) may induce necrosis particularly with unsuitable skin flaps. Do not use microwave diathermy in patients with breast implants. Microwave diathermy has been reported to cause tissue necrosis, skin erosion and implant extrusion.¿

Event description:
Article, ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicenter, randomised controlled study¿ reports 11 breasts with adverse event of ¿skin necrosis¿, grade 3. Device information is unknown, but article reports ¿all patients received allergan implants.¿ article reports ¿reoperations for medical reasons were done in 22 (37%) [patients] (19 [32%] of 91 breasts) in the one-stage ibbr with adm group.¿ there is no way of knowing if treatment occurred. Side unknown. Explant status unknown.